Manufacturer narrative:
The qa lab found the returned reagent to read 2mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.

Event description:
The customer stated that she received a high glucose reading of 446 mg/dl. While troubleshooting, she performed control tests and received a result of 288 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.